Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations. It was also reported that the right atrial (ra) lead exhibited chronically low p-waves, a high atrial threshold, with possible far field r-wave (ffrw) oversensing noted on electrograms (egms), triggering monitored atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead remains in use. No further patient complications have been reported as a result of this event.